Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event is likely due to a failure of the printed board. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center has an abnormal image; there is a white screen. The issue occurred during preparation for use for a diagnostic uterine examination. The facility finished the procedure using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.